Event description:
Patient was revised to address cup loosening. Update (B)(6) 2011 - litigation papers were received. Litigation papers allege significant pain, soreness, and discomfort; clicking or clunking of left hip; difficulty sleeping, walking, and performing routine activities; inability to lead a normal life; elevated metal ions levels, measured. At 9.9 mcg/l of cobalt pre-revision; revision surgery revealing no evidence of complete bony ingrowth.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: metallosis; cup loosening; fibrinous granular debris along the lining of thickened scarred capsule; fibrous tissue and scar tissue around the back side of the cup and there was not evidence of complete bony ingrowth. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.